Event description:
The account alleged that the bed will go into brake, but will pop back out if bumped. No injury reported.

Manufacturer narrative:
The account has changed the brake caster and the issue remains. No further information is available on the repair of the bed at this time.